Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed between the patient line connector and pull ring cap of a homechoice automated pd set w/cassette. The pm was further described as dark foreign matter and was discovered by the patient at home prior to treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, and h6. H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that embedded particulate matter (epm) was observed on the pull ring cap. Functional testing including underwater pressure testing was also performed and no issues were noted. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.